Event description:
During a periodic programming history database review, high impedance was observed during a system diagnostic test. No known surgical intervention has occurred to date. No other relevant information has been received to date.